Manufacturer narrative:
The vision hf oxygenator ((B)(4)) is a device that was mfg by (B)(4). The 501(k) number is k080708. In (B)(6) 2010, sorin group (B)(4) acquired (B)(4). It was reported that during the procedure, there was a blood leak from the vent port of the oxygenator. The case was an emergency aneurysm rupture which resulted in the pt losing a lot of blood. The blood loss amount is unk. The unit was changed. It was reported that the pt is fine. The hosp has retained the product. The (B)(4) has not been returned for eval. (B)(4) operations have been discontinued. Mfg personnel are no longer available. Without the physical device for eval, the root cause cannot be determined. It was reported that the oxygenator change out took approximately 3.5-4 minutes. This medwatch report is being filed as a result of the lengthy oxygenator change out time.

Event description:
During the procedure, there was a blood leak from the vent port of the oxygenator. The case was an emergency aneurysm rupture which resulted in the pt losing a lot of blood. The blood loss amount is unk. The unit was changed out. There were no pt complications due to the blood leak. The pt is fine.